Event description:
It was reported that a user experienced hypoglycemia while using the ilet, confirmed by a fingerstick of 54 mg/dl, after not eating since breakfast and with no recent physical activity; the user ingested oral glucose and was advised monitoring until trending upward. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution efforts through oral carbohydrate intake and continued self-monitoring without escalation of care. Investigation included troubleshooting and user education during the call. Investigation of this case revealed no device malfunction reported and an unclear root cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.